Event description:
Healthcare professional reported, right side "liquid between capsule" via us. And "capsular contracture, [baker] grade IV". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of capsular contracture and seroma are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "liquid between capsule" via us. And "capsular contracture, [baker] grade IV". Continued e1: phone number: (B)(6).

Event description:
Healthcare professional reported right side "liquid between capsule" via ultrasound and "capsular contracture baker grade IV." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.